Event description:
This report summarizes one malfunction. A review of the events indicated that model 1716000j port & catheter experienced a leak. This report was received from one source. The device was used in the patient. The patient is a 64 year-old female, of 62 kgs. There was no reported patient injury.

Manufacturer narrative:
For the reported event, the device was returned to the manufacturer along with an x-ray image. The lot number is unknown, therefore device history review was not performed. The investigation is confirmed for fluid leak, as the catheter had splits and exhibited leaking from the split sides. The investigation was not able to determine a root cause. The device was labeled for single use.

Manufacturer narrative:
For the reported event, the device was returned to the manufacturer along with an x-ray image. The investigation identified a longitudinal split. The investigation was not able to determine a root cause. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 1716000j port & catheter experienced a break. This report was received from one source. The device was used in the patient. The patient is a (B)(6) year-old female, of (B)(6) kgs. There was no reported patient injury.